Event description:
The customer reported via phone call that he had a lost sensor alarm on the insulin pump. Customer's blood glucose was 420 mg/dl. The troubleshooting was performed. The customer was advised that the transmitter is working as designed. Customer was advised to return the sensor and we would be sending replacement.

Manufacturer narrative:
Reliability analysis inspected one opened/used sof-sensor and performed the sensor initialization test. The communication icon was displayed and the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.